Event description:
Attempted to initiate hemodialysis treatment with lines connected to patient. Blood pulled into dialyzer with immediate blood leak alarm. Blood was visible within the dialysate compartment of the dialyzer. Blood not returned. Estimated blood loss 82 mls. Dialyzers with same lot number found to have cracks and were pulled and sent back to distribution area.